Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issues.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01721. It was reported that the patient's ipg was flipping in the pocket and caused the lead to be tangled. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and lead were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
H6 correction: medical device problem code was updated to 4003 (migration) from 2993 (adverse event without identified device or use problem). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.